Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: event date = (B)(6) 2018, alert (B)(6) 2018. Procedure name = bilateral cap inguinal hernia. Procedure date = (B)(6) 2018. Lot number = t7013. Tissue on which suture was used - subcuticular close. What were the patient consequences due to this issue? - suture not absorbed. Did patient return with symptoms? Dehiscence/other? - suture not absorbed. After how long post-op was the issue noticed? - during followup on 8 june 2018. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? -no any deficiency. What in the physicians opinion are the factors contributing to the event? -no physician involved. Was the suture treated or reprocessed before use? If yes, explain. - no reprocessed. What medical/surgical treatment was provided to manage the patient consequences? -local antibiotic powder. Patient demographics: initials / ID; age or date of birth; weight; gender -(B)(6), gender- male. Relevant patient medical and social history- na. Procedure name- bilateral lap inguinal hernia. All three suture in medline no one has absorbed (introoprative). Antibiotic used magnus fort 1.5gm bd. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture placed on the subcuticular tissue? What date did 3 sutures not absorb post the one procedure? Can you explain ¿suture not absorbed¿? Were cultures performed? What were the results? What was the indication for the administered antibiotics? Was the antibiotic used prescription? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a bilateral cap inguinal hernia procedure on (B)(6) 2018 and suture was used for subcuticular close. During the follow-up visit on (B)(6) 2018, it was noted that the suture was not absorbed and was coming outside after time period absorption. Local antibiotic powder magnus fort 1.5gm bd was applied to the area. Additional information has been requested.